Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 3 patient samples that resulted positive for only one gene (s gene or orf1ab), but negative when repeating the assay using the simplexa covid-19 direct assay. Run analysis of the simplexa assays showed 3 samples that were positive: - sample ID (B)(4): positive only for orf1ab (CT = 30.4). - sample ID (B)(4): positive only for s gene (CT = 27.9). - sample ID (B)(4): positive only for orf1ab (CT = 30.0). The customer says these were repeated on another instrument and results were negative on all 3. The same sample were repeated on competitor assays (cepheid genexpert and neumodx) with mixed results. No actual data was provided on the competitor assay but the customer says the samples that were positive orf1ab resulted negative, but s gene stayed positive. It is known that the genexpert has key differences: extraction of sample, targets (e gene, n2), and limit of detection (250 copies/ml), compared to the simplexa: no sample extraction, targets (s gene, orf1ab), and lod (500 copes/ml). No information was provided on the neumodx results. The customer's device and suspected false negative samples were not provided for investigation. It was not communicated which was the correct result, but due to the samples changing from positive to negative and the mixed results of the competitor assays, it is likely these samples were near the limit of detection of either the simplexa assay or competitor. This is the 1st complaint on mol4150, lot# x8645n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# x8646n, met all qc release criteria prior to kit release. Mol4151, lot# x8646n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.6 (s gene) and 27.7 (orf1ab) and the internal control avg CT = 32.2. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 3 patient samples that resulted positive for only one gene (s gene or orf1ab), but negative on another when using the simplexa covid-19 direct assay. The customer tested these same sample on competitor assays (cepheid genexpert and neumodx) and find mix results as well (simplexa positive orf1ab repeats as negative, simplexa positive s gene repeats as positive). It is not known what the correct result should be. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. The samples were nasopharyngeal swabs in utm. Other than the patient sample ids, other patient information was not provided.